Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. Visual, dimensional, and functional inspections were performed on the returned device. The balloon rupture was not confirmed however there was a tear noted to the shaft. The physical resistance could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the trek rx 2.25 x 15 mm balloon ruptured during the first inflation. There was resistance with the anatomy during advancement due to the calcified lesion. A non abbott balloon, 3.0 x 13mm nse, was used successfully to complete the procedure. There is no reported adverse effect and no reported clinically significant delay in the procedure. No additional information was provided.